Event description:
It was reported that an aleutian tlif ii straight inserter inner shaft was jammed intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with an unspecified surgical delay.

Event description:
Upon product return, the device was determined to be a fractured aleutian an inserter inner knob, not an aleutian tlif ii straight inserter inner shaft jam as previously reported.

Manufacturer narrative:
Upon product return, the device was determined to be a fractured aleutian an inserter inner knob, not an aleutian tlif ii straight inserter inner shaft jam as previously reported. There have not been reports of death or serious injury resulting from similar events with this device. The reported information regarding this event do not suggest a recurrence of this event would result in a serious injury. Therefore, no further reporting is required.

Event description:
It was reported that an aleutian tlif ii straight inserter inner shaft was jammed intra-operatively. The instrument would not function as intended due to a knob fracture. There were no adverse consequences to the patient. The procedure was completed successfully with an unspecified surgical delay.

Manufacturer narrative:
B.5 was updated to reflect additional information received upon product return.